Manufacturer narrative:
One cadd solis vip pump was returned for analysis. Visual inspection performed, and product found to be in a good condition. Event history log review was performed and found evidence of reported problem. Visual inspections and all functional test were performed, and the pump passed. The customer's stated problem regarding "wrong cassette error" was not confirmed. During investigation the pump was inspected, and all functional testing performed, and it passed. Further investigation of the pump and found that the device was working properly and unable to duplicate problem. In the event log did show numbers of cassette not attach properly. Investigator's recommend that the latch lock optic flex be replaced as preventative measurement. The problem source of the reported problem is unknown.

Event description:
Information was received indicating that a smiths medical cadd solis vip pump gave " wrong cassette error".the reported event did not occur while in use with the patient. No adverse effects reported.